Manufacturer narrative:
After further review of additional information received the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the revision reported may have been the result of femoral loosening. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. The cause and extent of the loosening cannot be confirmed as radiographs and images were not provided and the revised components were not returned to exactech for evaluation.

Event description:
As reported by the exactech knee replacement study, the 67-year-old patient had a right tka on (B)(6) 2015. The patient presented with effusion / lucency - mild effusion and minor lucencies under superior aspect of anterior femoral flange. Inpatient hospitalization for revision surgery to right knee. The outcome of this event is considered resolved and the report indicates that the action taken is revision on (B)(6) 2024. Components are being revised are femoral, patella, tibial insert, tibial tray patient was advised and demonstrated quadriceps strengthening exercises. Advised to minimize use of elasticated support. Review in 2 years time with x-ray. Pt eventually had revision surgery on (B)(6) 2024. The case report form indicates that this event is definitely related to the device and to the procedure. This event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
(D10) concomitant device(s): 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm. 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 200-03-38 - one peg patella 38mm. (H3) pending evaluation.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, component code.